Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the lag screw driver is damaged (2 of 4 nibs are broken).

Manufacturer narrative:
Evaluation revealed the lag screwdriver gamma3 380x110mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found, and as the item had been in use for app. Eleven years we presuppose that it had fulfilled its tasks in former surgeries as intended. Two of the four pegs of the lag screwdriver received were completely broken off. The broken off pegs were a result of an inadequate usage. The appearance of the damage indicates that the lag screwdriver had been operated under high forces in untightening direction. The breakage surfaces show the typical structure of a forced, ductile fracture due to overload. In case of intended use such damage would not have occurred. The operative technique advises to check if ingrowth does not obstruct secure engagement of the lag screwdriver and to turn the lag screwdriver slightly clockwise to loosen possibly bony ingrowth in the screw threads before turning it counter clockwise. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the lag screw driver is damaged (2 of 4 nibs are broken).